Event description:
The customer reported erratic erroneous patient results on multiple assays which includes urea nitrogen (urea), creatinine (cre) and sodium (na), involving the au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the au480 clinical chemistry analyzer. The fse performed multiple service intervention and found multiple issues. The fse found expired ise (ion selective electrodes), clogged sample and reagent water filters, photometer lamp being used for over 2,000 hours, and contamination parameters not being programmed. The probable cause of failure was identified as multiple part malfunction due to use error. The customer failed to perform scheduled maintenance as indicated in the au480 chemistry analyzer instruction for use (IFU) and not programing contamination parameters. The fse replaced the potassium electrode, sodium electrode, chloride electrode sample filter, reagent filter, sample syringe, reagent syringe, reagent probe, sample probe and photometer lamp to resolve the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The fse performed system verification successfully without issue. No further issue was noted after part replacement. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reported phone number is (B)(6). The beckman coulter identifier is (B)(4).